Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the piece of plastic was missing and insulin pump had crack around the battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device pass displacement test. Device received with broken battery tube threads, broken belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).